Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported (B)(6) 2013 her blood glucose reached 478 mg/dl for most of the day and her bg and insulin history for the follow day (10/20) is as follows: time: 8:55 am, bg (mg/dl): 295, bolus (u): 3.9. Time: 10:44 am, bg (mg/dl): 313, bolus (u): 2.65. On 11:00 am - she went to the emergency room. On 11:53 am - she called her healthcare provider who advised her to remove the pod. At ER she was diagnosed for diabetic ketoacidosis and she was given fluids of sodium chloride intravenously. They also gave her anti-nausea medicine and a couple of manual injections totaling to 25 units of insulin. She was release from the ER at 5:30 pm.